Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, active current test, and self-test but failed the sleep current test due to moisture damage on the electronic assembly. No blank display noted during testing. Successfully downloaded history files, traces, and utilized carelink software using thus. No audio anomaly noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. In further full review in the pump history found multiple: low battery alarms on 10/18/2022 23:02:00.000 to 10/28/2022 10:29:00.000. Replace battery alert on 10/25/2022 19:30:00.000. Failed batt/battery failed alarm on 10/19/2022 01:29:32.000 to 10/25/2022 17:45:54.000. Pump error 75 on 03/01/2023 13:49:58.000. Pump error 68 on 10/30/2022 09:07:03.000 to 10/30/2022 11:08:03.000. Pump error 49 on 10/30/2022 09:07:03.000 to 10/30/2022 11:08:16.000. Pump error 23 on 10/30/2022 09:09:47.000 to 10/30/2022 11:08:40.000. Pump error 75, pump error 68, pump error 49, and pump error 23 occurred during testing. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded end cap label damage. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Audio anomaly/ringing noise was not confirmed during testing. Unexpected battery power loss was confirmed due to high sleep current caused by moisture damage on the electronic assembly. Pump error 75, pump error 68, pump error 49, and pump error 23 were confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was ringing and was not turning on after customer went into pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.